Manufacturer narrative:
Additional information was received that the lead which showed high impedances had migrated.

Event description:
A report was received that the patient was experiencing shocking sensation from the device. It was noted that there were three contacts that revealed high impedances on the left lead. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation from the device. It was noted that there were three contacts that revealed high impedances on the left lead. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.